Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and confirmed the customer reported complaint that metal protruding from the wrist. Failure analysis found the instrument had one bent grip tang causing the grip misalignment. No cracks were found. The complaint was confirmed by failure analysis. The probable root cause is attributed to bent instrument grips-tang are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tissue was getting caught in the force bipolar instrument wrist. There was a metal sticking out at the wrist. The instrument was extremely difficult to remove. The procedure was completed with no reported injury.